Event description:
The issue involves cerner provision document imaging utilized to capture both clinical and non-clinical images. In cerner provision document imaging, the sys may delete images from the content storage sys, application xtender. The following message is displayed when you attempt to retrieve affected files from storage: "document not found." Pt care could be adversely affected, as the missing info from pts' charts could result in delay of care, ordering of duplicate procedures or decisions for care based on incomplete info. Cerner has not received communication on any adverse pt events as a result of this issue.

Manufacturer narrative:
Cerner distributed a priority review flash notification on (B)(4) 2012 to all potentially impacted client sites. The software notification includes a description of the issue. The cause of the issue is still under investigation. A suggested work around as well as add'l actions clients can take to further mitigate the risk of the issue in the interim have been provided to all potentially affected clients until such time as a permanent resolution becomes available. Cerner corp will provide a f/u reports when the software modification is available.